Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetes ketoacidosis with high blood glucose level of 441 mg/dl on (B)(6) 2017. Customer said it is not user error. The customer went into diabetes ketoacidosis and was not getting any insulin from the pump. The troubleshooting has to be done over the phone if its use of the pump that caused the issues the representative can help with more training. The insulin pump will not be returned for analysis.